Manufacturer narrative:
This report was created to capture the malfunctions related to the marathon catheter. Article website: http://www.ncbi.nlm.nih.gov/pubmed/26232252. The marathon catheter was not returned for evaluation. Based on the reported information, there is no evidence suggesting that the catheter was defective, but rather a procedure related event. The lot history record review was not possible since the lot numbers were not reported. (B)(4). Information received from the same article as MFR: 2029214-2015-00947, 2029214-2015-00949.

Event description:
Citation: phat d vu1 and arthur a grigorian. Microcatheter entrapment retrieval from onyx embolization in brain arteriovenous malformations: a technical note. Interventional neuroradiology 0(00) 1 to 4. Published. 2015 jul 31. Pii: 1591019915583226. Medtronic (covidien) received information from the literature review regarding difficulties with prolonged catheter retrieval time and retention. The approach to onyx injection was by the plug and push technique for embolization of the avms. Even while utilizing ev3 standard protocol for retraction. Two patients had difficulties with prolonged catheter retrieval time retrieval of the catheter was possible for two patients when it was pushed into its original position and retracted. After multiple attempts final resolution of entrapped catheter was achieved. One and six months follow-up showed no further neurological complications. From january 2010 to november 2013, a total of 37 patients analyzed. The patients were treated for bavms at the medical center of central georgia in the neuroendovascular suite with biplane vascular digital subtraction angiography.